Event description:
On 14th march 2025, it was reported by a distributor via email that for an ar-8979p, dx swivelock¿, 3.5 mm x 13.5 mm, after it was fully deployed, the surgeon tried the tensioning and the implant came out. After checking the implant had broken. This was detected during use in an elbow epicondyle repair procedure on (B)(6) 2025. The procedure was completed successfully as they used another unit of implant.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed per the picture attached to the investigation, which shows the broken implant. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.